Event description:
Medtronic received information that proir to the implant of a medtronic transcatheter bioprosethetic valve, a left ventricle wire perforation was reported due to a non-medtronic guidewire. A strenotomy and repair of the perforation was performed. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).